Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the rv lead. Patient was asymptomatic. Externalized conductors were also noted. The rv lead was explanted and replaced. Patient was stable after the procedure.